Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, the nozzle clogging was found. There was a foreign material in the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the nozzle was clogged with fibers of cloths or gauze due to inappropriate reprocessing. According to the device inspection results, fibrous foreign materials at the nozzle opening were confirmed. According to the past similar case from other facilities, it was presumed that pieces of cloths, paper towel, etc. Were clogged due to inappropriate reprocessing. In IFU there is a description that if non-lint-free gauze is used for reprocessing, fibers may enter into channels and nozzles may be clogged. No more information can be provided at this time. If additional information is received, this report will be supplemented.